Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The investigation found that a reference image associated with a treatment field was deleted, which caused the field history record to also be deleted. Although the removal of a drr associated with a treatment field cannot be reproduced the investigation has shown that the user must have manually deleted this image. It was concluded that this is not a safety issue as only some of the information will be deleted in the field history record if this were to re-occur. There is still enough clinical information in the field history record to ensure that no poor clinical decision would be made. In addition, all the dose information is correct.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the couch parameters do not show in ro treat.